Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during initial inflation at 4 atmospheres for 2 seconds, the balloon ruptured near the center of the balloon. The device was removed and the procedure was completed with a different device. No patient complications were reported and patient was in good condition.